Event description:
Reporter indicated high lead impedance readings were obtained for a pt during vns generator replacement surgery. The vns lead and generator were replaced. Follow up with the reporter revealed high lead impedance was first noted on (B)(6) 2010, no x-rays were taken prior to the surgery, and the pt did not have any trauma or manipulate the vns. The vns was not disabled when the high impedance was first noted. The explanted vns lead and generator have been returned and are currently in analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.